Event description:
Customer tested in the 400's mg/dl and received 110mg/dl-150mg/dl on a different device 5 minutes later. She also reports customer testing in the 400's mg/dl and testing at 90mg/dl on the clinic device approximately an hour later. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.